Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, a fluoroscopy showed that the right atrial (ra) lead had pulled back, and the right ventricular (rv) lead had dislodged. In addition, increasing to high threshold measurements were observed on the rv lead. The rv lead was removed and replaced. The ra lead was given more slack, and remains in use. No patient complications have been reported as a result of this event.